Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The user facility reported to olympus that no image appeared when the camera was plugged in; "it was dark." There was no patient injury associated with the reported problem reported to olympus. The intended procedure is unknown. It is unknown if the procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and device history record (DHR) review. Updates to sections d10, h3 and h6. The device was returned to olympus and evaluated. The reported problem of "no image or dark image" was confirmed. A faulty ccd was found on evaluation and assigned the cause of the reported problem. In addition, the camera cable was noted to have kinks and a cut; the likely cause of the damaged cable is due to user mishandling. A DHR review was performed for the device involved with no abnormalities or variations in the manufacturing process noted.